Event description:
Rep reports that the pts symptoms indicated that the shunt was not working properly. Surgery was scheduled to investigate and possibly revise the shunt. During surgery, a manometer was attached to the ventricular catheter. The flow was very good and registered 270 mm of h20. This was the pts estimated icp. The valve (with implanted distal catheter) was attached to the manometer. The rate started to drop rapidly but slowed significantly at approc 190 mm h20. Because the rate drop was so slow, the surgeon was not sure if the siphonguard was the cause or if there was a partial occlusion. The valve was taken off and the distal catheter was checked for flow. There was rapid but it did seem to slow down at approc 10 mm h20. The decision was made to replace the valve with another chpv but without siphonguard.